Event description:
The problem is that the aiming beam was dim. Biomed sent the device to the MFR for repair as it is under warranty. The MFR aligned the laser and returned it to our facility a few weeks later. It was returned to service. There was no patient harm.